Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during the implant of a 29 mm sapien 3 valve by tf approach in the aortic position, at the time of deployment, the balloon did not inflate. It is believed there was a tear in the balloon. The commander delivery system with the valve crimped on it was withdrawn into the esheath and the whole system was removed together. Another sapien 3 valve was implanted with success and the patient was doing well after procedure. The patient had an annular area of 629 mm2 and calcification of axis, aorta, arch and annulus. Valve alignment and crossing annulus was performed without difficulty.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. During visual analysis it was observed that the crimp balloon was torn proximal to its bond to the inflation balloon, and there were gouges on flex tip. The complaint was confirmed by visual inspection. During dimensional analysis, the double wall thickness measurements were taken on the crimp balloon along the balloon tear and found to meet specification. Due to the condition of the returned device (torn crimp balloon), no functional testing was performed. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a pra, as per management discretion. Although characterization of the patient aorta was not provided, if valve alignment was performed in tortuous anatomy, it could result in increased forces being applied to the bond area. Valve alignment being performed at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip. The gouges present on the flex tip suggest that valve diving may have occurred in this case. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Although a definite root cause cannot be determined, available information suggests the root cause for this complaint may be attributed to patient and/or procedural factors. During manufacturing, the crimp balloon was 100% inspected for the following: distal and proximal inner diameter, wall thickness, foreign matter, impurities, contamination, fisheyes, and gel spots. During balloon manufacturing, the inflation balloon is inspected for the following: the balloons are 100% inspected for wall thickness and visual defects, and balloons are sampled from the work order for burst testing and additional visual inspection. During manufacturing, the crimp balloon to inflation balloon laser bond was 100% inspected for a smooth bond joint with no gaps between components, bubbles in the bond area, and burns. Balloon inspections are also 100% completed during balloon pleat, fold, and forming process. During manufacturing, the commander delivery system was 100% inspected by manufacturing and quality for the following: defects and cosmetic appearance under minimum 2.85x magnification, fine adjust function, rotate wing nut to locked position, rotate fine adjust knob until slider reaches full capacity, rotate fine adjust knob until slider is not visible, collet engagement (ability to lock), mechanical damage (e.g. Kinks, breaks), assembled device dimensional inspections (distal end of flex tip to distal end of color band; distal end of nose tip to distal end of flex tip; distal end of nose tip to distal end of balloon shaft), collet/shaft clearance to ensure that the collet does not interfere with the movement of the balloon shaft. Devices are 100% leak tested. Furthermore, all manufacturing lots undergo product verification (pv) testing on a sampling plan. During product verification testing, balloon burst pressure testing was performed. This work order met the statistical acceptance criteria. Additionally, under pv tensile testing, crimp balloon to inflation balloon bond tensile strength was tested. The work order met the acceptance criteria. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon ¿ torn was confirmed based on visual inspection of the returned device. No manufacturing non-conformances were identified in the returned sample. A review of complaint history, lot history, manufacturing mitigations, and the device history review (DHR) revealed no indication that a manufacturing non-conformance contributed to the event. Available information suggests that patient and/or procedural factors may have contributed to the complaint event. Since no product non-conformances or IFU/training inadequacies were identified, no corrective or preventive action is required at this time.

Event description:
During pre-decontamination of the device it was discovered that the I/c bond was separated.

Manufacturer narrative:
Investigation is ongoing.